Manufacturer narrative:
Correction: section b: b1: product problem selected as it was omitted from the initial submission. Additional information: section d: d3: manufacturer address and phone number updated from initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s) /device inspected results: the returned implant was visually inspected and verified to be a hahn tapered implant ø5.0 x 10 mm using the radiographic template. The implant was attached to a prosthetic tooth. No defect or non-conformity was observed. Investigation results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient who was a smoker, had implant loss of osseointegrate with infection and bone lost occurred at the implant site. The implant was removed, and no harm was caused to the patient. No patient's race was available. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Loss of osseointegration is caused by multiple factors including occlusal overload and perimplantitis. The bone volume and quantity also play a role in osseointegration, and implants in grafted sites are more likely to fail compared to those placed in natural bone. The patient was a smoker and smoking may have contributed to the late failure of the implant. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant loss of osseointegrate and infection occurred at the implant site. There was pus around the area and the implant came out along with the restoration. Furthermore, the implant was placed in a previously/simultaneously grafted tissue, and there were general bone loss and granulated tissue observed at the implant site. The patient had bone type iii and no pre-existing conditions, but was a smoker. The patient was reported to be in satisfactory condition.